Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. Event date is unknown. E1. Initial reporter phone (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an unknown patient underwent a cardiovascular ablation procedure with a qdot-micro, uni-directional, d curve, c3, split handle. The patient suffered pulmonary vein stenosis after the procedure requiring surgical intervention. The physician reported that a patient got a vein stenosis after a pulmonary vein isolation with the qdot catheter, and the patient was treated with a stent. This adverse event was discovered post use of biosense webster products. An ngen generator with serial number (B)(6) and software version 2.0.27.273114 was used. Force visualization features used were graph, dashboard, vector, visitag. The visitag module was used, parameters for stability used were tag size ¿ 3; max distance - 3 mm; 25%; force over time - min force - 3 grams. Other color option was used: 90-watt 4 sec ¿ qdot. Physician¿s opinion on the cause of this adverse event was possibly patient condition, very small atrium in a very delicate young woman. Intervention provided was a pulmonary vein isolation. Outcome of the adverse event was improved by stenting of pulmonary veins.